Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024 it was reported that the patient did not experience any symptoms of being hypoglycemic, he was feeling normal. The patient¿s brother checked on him from time to time since the patient has a history of having blood glucose problems since he was born with a pancreas defect. When his brother called on (B)(6) 2023 and the patient was not answering, his brother went to the patients home and found him sleeping, his brother tried to wake him up and when he did not wake up, he immediately called 911. His brother did not provide any treatment at home. When paramedics arrived they provided him sugar fluids and the patient was taken to the hospital. When the patient regained consciousness he drank orange juice. Although the cgm was reported inaccurate, there were no cgm nor bg readings provided as the patient couldn´t remember. No other medication was given at the hospital. The patient was discharged after few hours and was recovered. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).